Event description:
This report is based on information provided by philips service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 indicating that it failed operational testing. There was reportedly no patient involvement. The site biomedical engineer worked with the philips service engineer. It was determined that this was a malfunction of the ECG 3 lead grabber cable. The cable was ordered to customer for their replacement. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the ECG 3 lead grabber cable. The reported problem was confirmed only by the biomedical engineer. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer to replace the ECG 3 lead grabber cable to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.